Event description:
It was reported that the patient was scheduled to have a generator replacement due to battery depletion, and it was also noted that the patient was to have a chest wound revision. Clarification was sought from the neurologist regarding the chest wound revision, and these attempts remain unsuccessful to date. The device has since been replaced. The explanted device will not be returned due to the explanting facility's policies. No additional or relevant information has been received to date.